Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient's husband that the patient underwent cyst excision on an unknown date and suture was used. Post op, the patient began feeling a burning sensation in her foot at the incision site the night of the procedure. A week later it had worsened and 'split open'. It was reported that post-operatively the patient experienced a recognized allergic reaction to internal suture and underwent a second surgery to remove infected and dead tendons, arteries and nerves and treat and clean an internal infection. During the reoperation on the wound, it was reported that the physician flushed it thoroughly, and removed dead tissue including a nerve and an artery in patient¿s foot. The infection persisted and patient was referred to an infectious disease doctor. The patient was recommended for physical therapy and pain management. It was reported the infectious disease doctor placed the patient on IV and oral systemic antibiotics which cured the infection. The patient visited a physician for evaluation of pain. Prescription medications were prescribed. The patient went to an allergist who taped three different suture types to patient and a few days later removed the three samples. There was a reaction to two of the suture types. It was reported the patient still has pain in foot. The patient has seen a different podiatrist who offered additional surgeries as possible options for pain relief and stiffness. Additional information will be requested.